Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was unknown. Customer was advised to remove the battery for 5 minutes and insert a new battery. Customer stated the constant tone did not dispappear. Customer was instructed to remove the battery for 2 hours. The customer stated that the buttons is unresponsive and still have a constant tone. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was monitored for 5 days, and no constant beeping noise was noted during testing. The pump was received with a cracked reservoir tube lip. All buttons functioned properly during testing. No damage on the keypad traces noted during visual inspection. The pump was received with a cracked reservoir tube lip. The lcd connector was inspected and no anomaly was noted.